Manufacturer narrative:
The reported event was unconfirmed since the device meets specifications. Three amber coude tip catheters were returned unopened in original packaging. One catheter packaging was marked as the "older one". As the reported event was against the new catheters the 2 unmarked catheters were tested. Using a french gauge both catheters were confirmed to be a 16 french size. The catheter marked as "older one" was also tested. The samples meets specification stating "accept if french size measures within plus or minus 1 french size". The device history record was reviewed and found nothing that could have caused or contributed to the reported event. Labeling review was not performed as the reported event was unconfirmed. Corrections: d, h. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that catheter was a different color, and the coude tip was flatter and broader, which made it harder to insert for the patient due to stricture. Customer returned call on 09nov2020. The tip on the catheters are broader than the older catheters the customer has received even though they all say 16fr. The older catheters are a deep red and the new ones are now orange.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that catheter was a different color, and the coude tip was flatter and broader, which made it harder to insert for the patient due to stricture. Customer returned call on (B)(6) 2020. The tip on the catheters are broader than the older catheters the customer has received even though they all say 16fr. The older catheters are a deep red and the new ones are now orange.